Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the fusion login screen was black, with repeated bios lines. It was recommended that the site restart the system to see if it gets to the application launch screen. When this was done the system would boot up and get to the splash screen. Afterwards when they attempted to launch ear, nose & throat (ent), the system would throw an sr manager error and reboot on its own. Admin launched without any issue. The site logged out and turned the system off, turned it back on and attempted to boot into ent from the grub menu. This also would throw the "sr manager failure - unrecoverable error." It was recommended they attempt to re-install ent 2.3 on the system since admin functions. After un-installing and reinstalling 2.3, the ent application launched without any sr manager errors and functioned as intended. No patient present.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.